Event description:
An optometrist reported that a patient was noted to have non-symptomatic cornel haze, approximately 2 months following photorefractive keratectomy (prk) surgery. Topical steroid dosage was increased to treat the event. In a follow up, a technician reported that the event still continues as of the last follow up visit. The patient had stopped using the drops as directed. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).